Event description:
Account reported an incident in the telemetry unit in which interlink injection site noted to be leaking. Incident believed to have occurred with peripheral IV. No patient injury reported.